Manufacturer narrative:
A.1.-a.5. There is no report of any patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635) h.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the 3t heater cooler system. The event occured in nedlands, australia the device was cleaned regularly according to the instructions for use (IFU). The hospital does not use reusable blankets. Water quality monitoring and hydrogen peroxide (h2o2) checks are performed only on weekdays (and not daily, as stated in our ifus). When the device is not in use, it is stored full of water rather than drained. The customer tests the h2o2 levels on monday mornings before use. In periods of non-use, h2o2 and water checks do not occur daily. H2o2 is added whenever the water in the tanks is changed, which occurs every seven days. A disposable pall-aquasafe water filter with a 0.2 m membrane, or an equivalent performance filter, is used for tap water. Disinfection of surfaces and water circuits is performed prior and after use. The 3t aerosol collection set is replaced after its allowed use period. During use, the device is placed inside the operating theatre, with its fan positioned away from the patient. The estimated distance between the surgery field and the device is at least two meters. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a 3t heater cooler resulted positive to bacterial contamination. There is no report of any patient injury.

Manufacturer narrative:
Based on the investigation findings, it could be concluded that the deviation from IFU contributed to the reported issue. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated corrective action and preventive action and a field action issued in march 2019.

Event description:
See initial report.